Event description:
It was reported that removal difficulty occurred. An amplatz super stiff guidewire was selected for use. During removal from the patient, the guidwire felt stuck. The guidewire was removed; however it was a little bit longer and it appeared that part of the wire was laced up. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR: the guidewire was returned together with its original opened pouch. The coiled wire was unraveled and stretched. The corewire was separated from the distal solder ball; it measured approximately 180 cm from the proximal end. No more visual damages were found in the device. Dimensional inspection of the overall length and outer diameter of the distal tip could not be performed due to the device condition. The dimensions for the outer diameter of the middle and proximal sections of the device were within specification.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that removal difficulty occurred. An amplatz super stiff guidewire was selected for use. During removal from the patient, the guidwire felt stuck. The guidewire was removed; however it was a little bit longer and it appeared that part of the wire was laced up. The procedure was completed with another of the same device. There were no patient complications reported.